Manufacturer narrative:
(B)(4): ring dehiscence. Device not returned. Unfortunately, the explanted device was not returned for analysis; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There have not been any allegations of a product malfunction or deficiency related to this event. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. In this case, it appears that the endocarditis likely contributed to dehiscence and leak. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 1 month. This patient had mitral valve repair and an aortic valve replacement on (B)(6). One week after surgery, the patient suffered from fever: catheter infection was suspected and antibiotic treatment was started. Catheter sepsis apparent, culture of catheter tip showed (B)(6). On (B)(6), an important paravalvular leakage was seen on echo at the level of the mitral annuloplasty ring. Suspicion of endocarditis led to re-op on (B)(6) during which the mitral ring and aortic valve was removed. The information provided suggests that there was likely dehiscence of the ring, resulting in the leak.